Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr por ccr nrw sz 10 r: catalog# 42502206802, lot# 64488374; psn tib por 2 peg sz f r: catalog# 42530007502, lot# 65604637; nexgen complete knee solution, trabecular metal standard primary patella: catalog# 00587806532, lot# 65431368. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years post-implantation, the patient underwent revision surgery due to pain, clicking, instability, and stiffness. During the revision surgery, minimal ingrowth into the medial peg of the tibia was noted as well as soft bone beneath the femoral component suggesting poor ingrowth of the femoral component. The femoral component, tibial tray, and articular surface were revised without reported complication.